Manufacturer narrative:
Failure analysis (fa) lab received a pcba, power driver board. An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad boot loader.

Event description:
The following description of the event was documented by a carefusion technical support specialist: "vent on patient. No injury. Rt was at bedside. (Name removed) is dir of resp care. (Name removed) says that the patient was placed on the vent maybe 5 min is all. He said that they were changing the screens and looking at flow loops when the touch screen suddenly went completely blank and vent stopped flowing air to patient and gave a solid audible inop alarm. The led's around the touch screen as well as the lower a/c and battery status led's were still lit. I had (name removed) try turning the vent on to see error log, vent touch screen is blank. Uim led's and a/c battery status leds are lit up he said but no touch screen. Had him try several times and I could hear the vent sounding like it was booting up correctly and (named removed) said that the a/c and battery status led's came on each time but touch screen remained blank. I asked and (name removed) said that yes, vent was plugged in to known good a/c outlet and a/c cord and bracket were not loose at all. Additional information provided by user facility: the user facility reported that the device alarmed but there was no alarm message seen on the screen. They also reported that the device stopped ventilating the patient, the patient desated, was removed from the device, bagged and was placed on another device.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16950 sn: (B)(4) was received for investigation. The user interface module (uim) was installed onto a known good top level unit and powered on. The screen remained blank and all led¿s were illuminated constantly. I attempted to upload software but communication would not initiate. The control pcba pn: 52340 sn: (B)(4) was replaced with a known good control pcba and this corrected the issue. The control pcba was not receiving a new software upload. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. The carefusion factory service department replaced the control pcba pn: 52340 in the user interface module (uim) and ran the user interface module (uim) through a complete checkout per the factory service procedures to ensure that it meets factory specifications. Upon completion the user interface module (uim) was returned to the user facility ready to be reinstalled on the unit and returned to service.

Manufacturer narrative:
The carefusion technical support specialist in conjunction with the user facility representative determined that the most likely cause of the reported event was a faulty user interface module (uim). The alleged faulty user interface module (uim) has been received and routed to the carefusion factory service department and staged for evaluation. Once the evaluation is complete, carefusion will submit a follow-up medwatch report.